Event description:
There is a consumer report of a red and painful eye as a result of corneal ulcer. There was also a practitioner examination record provided which provided the diagnosis of a "self-resolving ulcer" with secondary anterior uveitis, small (estimated 1-2mm per drawing) located peripheral cornea at 12 o' clock. Treatment consisted of antibiotic drops every hour for 24 hours until follow-up next day. Improvement noted at next day visit, visual acuity 20/20 each eye, continue meds, no contact lens wear, 5 day follow up scheduled. Event resolved with trace inflammation noted. Continue and tapper meds x 4 day. Refit to different type lens modality. Instructed no lens wear until meds discontinued. Visual acuity 20/20 each eye. No further visits scheduled.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs (B)(4) on (B)(6) 2010 alleging a battery indicator on their one touch ultra meter. A medical surveillance specialist (mss) sent follow up questions and obtained the following information: the patient alleged that he was unable to test his blood glucose on his one touch ultra meter for the past 2 weeks due to a battery indicator message. Since the patient was unable to test his blood glucose, the patient ate less food/drink. Since the alleged issue began, the patient had developed symptoms on a daily basis for the past 2 weeks. The symptoms that the patient experienced was that he felt his eyes were burning, felt shaky and would stutter. The patient self-treated himself with food and insulin and claims that his symptoms lasted for about 15 minutes. The patient did not seek any further medical attention or contact his physician for assistance. A normal reading for the patient is between 8-9 mmol/l. This was not the first time the patient was using the meter. The patient denied any misuse of the product. The battery needed to be replaced and the patient did not have replacement batteries. The product was replaced. The complaint is being reported since the patient alleged that due to the battery indicator, the patient was unable to test and developed symptoms and had to self-treat with food and insulin.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have a low/dead battery. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.